Event description:
Event verbatim [preferred term] small open wounds or possibly burns/red [thermal burn] , small open wounds or possibly burns [wound]. This is a spontaneous report from a contactable consumer through a pfizer-sponsored program, brand websites for division consumer healthcare (B)(6). A female patient of an unspecified age started to receive thermacare heatwrap (thermacare menstrual), expiration date 02oct2019, from unknown date at unknown frequency for menstrual complaints. Medical history and concomitant medications were not reported. The patient experienced small open wounds or possibly burns. She didn't notice it while wearing the wrap for about 6 hours. Only after she removed the wrap, there was a red area. In the meantime (2 days after the use), there was a visible crust on the wound. She already used many of our products and never had problems with them but now she was uncertain and wouldn't like to use the wraps because she was afraid of new burns after application. As of 27nov2018, according to the product quality complaint group: (B)(4) was the approval number and not the lot number. The action taken in response to the events of the product was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (27nov2018): this is a follow up report from the product quality complaint group includes device information (lot number updated): (B)(4) is the approval number, not the lot number and "red" subsumed under event burn. Company clinical evaluation comment: based on the information provided, the events of small open wounds or possibly burns as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of small open wounds or possibly burns as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Small open wounds or possibly burns [thermal burn], small open wounds or possibly burns [wound]. Case narrative: this is a spontaneous report from a contactable consumer through a pfizer-sponsored program, brand websites for "devision" consumer healthcare (B)(6). A female patient (age unspecified) started to receive thermacare heatwrap (thermacare menstrual) lot number paa050591, expiration date 02oct2019, from unknown date for menstrual complaints. Medical history and concomitant medications were not reported. Consumer experienced small open wounds or possibly burns. She didn't notice it while wearing the wrap for about 6 hours. Only after she removed the wrap there was a red area. In the meantime (2 days after the use) there was a visible crust on the wound. She already used many of our products and never had problems with them but now she was uncertain and wouldn't like to use the wraps because she was afraid of new burns after application. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of small open wounds or possibly burns as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] small open wounds or possibly burns/red [thermal burn] , small open wounds or possibly burns [wound] , . Case narrative:this is a spontaneous report from a contactable consumer through a pfizer-sponsored program, brand websites for devision consumer healthcare germany. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare menstrual), expiration date 02oct2019, from unknown date at unknown frequency for menstrual complaints. Medical history and concomitant medications were not reported. The patient experienced small open wounds or possibly burns. She didn't notice it while wearing the wrap for about 6 hours. Only after she removed the wrap there was a red area. In the meantime (2 days after the use) there was a visible crust on the wound. She already used many of our products and never had problems with them but now she was uncertain and wouldn't like to use the wraps because she was afraid of new burns after application. As of (B)(6) 2018, according to the product quality complaint group: (B)(4) was the approval number and not the lot number. As of (B)(6) 2019, pfizer (B)(4) investigational report: confirmation status: not confirmed. Complaint assessment: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed: scope: date contacted: (B)(6) 2016 through (B)(6) 2019/manufacturing site: pfizer albany/complaint class: external cause investigation/ complaint sub class: adverse event safety request for investigation. The pcom search returned a total of 70 complaints for menstrual products during this time period for the class/subclass. Of the 70 complaints; 16 complaints has the batch number recorded as "unknown". The 54 remaining complaints were evaluated. There was one complaint confirmed to have a manufacturing process root cause for the complaint of adverse event. The root cause was identified as equipment - other. Investigation (B)(4) for t26691, t26693, t26686 & s68516 menstrual & muscle joint us cells damaged/leaking was conducted for the subclass of cell pack damage/leaking. The confirmed adverse event involved one of these batches and was caused by a leaking cell pack. These batches were reviewed at aqrt and the outcome was to recall the four batches (t26691, t26693, and t26686 & s68516). This current complaint does not mention cells damage/leaking. Based on this pcom search for the subclass of adverse event safety request investigation for menstrual products, the data did not show an increase over time (36 months). There is not a trend identified for the subclass adverse event for menstrual products, refer to attachment menstrual trending graph. Quality impact: there is no potential quality impact that requires a notification to management. Response rationale: there is no impact since a trend for the subclass adverse event safety request for investigation was not identified. Investigation summary: the root cause category is non-assignable (complaint not confirmed). The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is not a trend identified for the subclass of adverse event safety request for investigation for menstrual products. The action taken in response to the events of the product was unknown. The outcome of the events was unknown. Follow-up (27nov2018): this is a follow up report from the product quality complaint group includes device information (lot number updated): (B)(4) is the approval number, not the lot number and "red" subsumed under event burn. Follow-up (22feb2019): new information received from product quality complaint group includes investigation results. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events of small open wounds or possibly burns as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of small open wounds or possibly burns as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed: scope: date contacted: 01/01/2016 through 01/31/2019/manufacturing site: pfizer (B)(4) /complaint class: external cause investigation/ complaint sub class: adverse event safety request for investigation. The pcom search returned a total of 70 complaints for menstrual products during this time period for the class/subclass. Of the 70 complaints; 16 complaints has the batch number recorded as "unknown". The 54 remaining complaints were evaluated. There was one complaint confirmed to have a manufacturing process root cause for the complaint of adverse event. The root cause was identified as equipment - other. Investigation pr 2379610 for t26691, t26693, t26686 & s68516 menstrual & muscle joint us cells damaged/leaking was conducted for the subclass of cell pack damage/leaking. The confirmed adverse event involved one of these batches and was caused by a leaking cell pack. These batches were reviewed at aqrt and the outcome was to recall the four batches (t26691, t26693, and t26686 & s68516). This current complaint does not mention cells damage/leaking. Based on this pcom search for the subclass of adverse event safety request investigation for menstrual products, the data did not show an increase over time (36 months). There is not a trend identified for the subclass adverse event for menstrual products, refer to attachment menstrual trending graph. Quality impact: there is no potential quality impact that requires a notification to management. Response rationale: there is no impact since a trend for the subclass adverse event safety request for investigation was not identified. Investigation summary: the root cause category is non-assignable (complaint not confirmed). The product effect may vary with each individual. Our manufacturing operations employ quality control procedures.